Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced episodes of atrial fibrillation (af) combined with ventricular tachycardia (vt) and ventricular fibrillation (vf). The device provided multiple shocks, some of which were inappropriate due to af, but most were appropriate. Some of the shocks were effective in treatment of the vt/vf episodes and some were unable to convert the rhythm. Diagnostic imaging was done, and there were no anomalies noted. There was also no allegation of device malfunction. The device was upgraded so that a second defibrillation coil could be implanted to resolve the event. The patient was stable with no consequences.